Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number 9071883. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot 9071883.

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de leaked during use. The following was reported by the initial reporter: "liquid in protective cap".

Manufacturer narrative:
"A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a pn 31g 5mm 5b xtw 105bx de leaked during use. The following was reported by the initial reporter: "liquid in protective cap".